Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the atrial lead exhibited failure to capture. X-ray imaging revealed that the lead had been dislodged. The lead was capped and replaced (B)(6) 2026. The patient was in stable condition.